Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose readings and thought that her settings were incorrect. However, after the settings were reviewed, they were found to be correct. Customer's blood glucose level was 487 mg/dl. Customer did not contact their health care professional for their high blood glucose levels. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings were reviewed. Customer performed the high pressure test and the pump passed. Pump was working as designed. Customer was assisted with clearing the no delivery alarm. Cannula was not bent or occluded. Customer treated with a manual injection. Customer did not set up bolus wizard because she wants to perform her bolus manually. Customer has a backup plan of manual injections and will contact her health care professional. No additional information provided.